Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient was hospitalized on (B)(6) 2024 due to high blood glucose level. The blood glucose level was 526 mg/dl and sensor glucose was 561 mg/dl at the time of hospitalization and the patient was treated with intravenous insulin infusion (IV insulin drip). Patient was also experiencing headache, tired/weak, altered vision/vision changes. Length of hospitalization was two hours. No further information available.